Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient had experienced insulin flow blocked which occurred on 28-oct-2024. The pump detected an occlusion that prevents the flow of insulin. No further information available.